Manufacturer narrative:
We found that the ceramic beak is broken on the inner sheath, shaft is dented near the proximal end, and stopcock port is loose. Instrument is about 3 years old. The damages appear to be from handling and/or mechanical force.

Event description:
Allegedly, during a cystourethroscopy with transurethral resection of 4cm bladder tumor, the ceramic beak of the sheath broke apart while inside of patient. Broken pieces were retrieved and removed from the patient without harm. The hospital reported no complications as a result.